Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an abnormal increase in atrial lead impedance. During the procedure the physician identified a insulation problem near the terminal pin of the bipolar atrial lead (4269-259696). The device is involved in a product advisory.